Manufacturer narrative:
D6a is an approximate date of implant. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with erosion of the left distal corpora into the urethra. The ipp was explanted. There were no additional patient complications reported.